Event description:
A pt's device/programmer turned off unexpectedly after going through airport security, and standing at the flight attendants desk. It was clarified that the remote/programmer went through airport security, and not the pt themselves. The programmer had all 4 indicator lights blinking on the back of the unit. The pt started to have tremors. Personnel at the airport were able to retrieve a new device battery, and the programmer's 9 volt battery was replaced within 15 minutes of the onset of the issue. After nine days, the four indicator lights had started to blink again. The pt stated that he did not think that 9 volt batteries should deplete this quickly. A total of 2 batteries had died in a very short period of time. Troubleshooting with the pt programmer revealed that the pt needed to get a new 9 volt battery. The pt had returned their device to the manufacturer in (B)(6) 2010. It was indicated that nothing was found wrong with the previous pt programmer, and a new battery was recommended. The pt's outcome was not reported. Additional info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).